Event description:
During the lap gastric bypass case, steady tones occurred. The instrument was replaced and the same symptoms occurred. The instrument and the handpiece were replaced and the case was completed successfully with no pt consequence.